Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted during an endovascular procedure for the treatment of a 70mm abdominal aortic aneurysm . It was reported the patient presented emergently where a CT carried out showed the presence of aneurysm enlargement from 70mm to 92mm. The right limb has lost its seal on the distal end. The common iliac has degenerated and there was no visible evidence of a distal type I endoleak but the limb did not have seal. The patient was taken to surgery the next day where embolization of the aneurysm sac with coils was performed. After sac embolization the physician extended the limb from the flow divider down to the origin of the hypogastric artery.  As per the physician the cause of the loss of seal was due to patients own anatomy due to common iliac degeneration. No additional clinical sequalae was provided and the patient is fine.